Manufacturer narrative:
(B)(4).

Event description:
Philips received a report from a customer. After an examination of a patient using the synergy body coil a blister of 5 x 10 cm was observed on the backside of the lower leg of the patient.

Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed. The cable exit of the coil was in proximity of the affected skin. It is expected that this caused the incident. In case sufficient distance is maintained it is not expected that such an injury would occur. Therefore, sleeves were developed which ensure this minimum distance. These sleeves will be applied to the sense body coil (sbc) through fco781 00437. Further contributing factors were found to be the high sar scans administered and the fact that the patient was obese, which might hamper the patient's thermoregulatory capability. Currently the fco for the sbc on the site is implemented. A situation as occurred in this case should therefore not occur again. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed. The cable exit of the coil was in proximity of the affected skin. It is expected that this caused the incident. In case sufficient distance is maintained it is not expected that such an injury would occur. Therefore, sleeves were developed which ensure this minimum distance. These sleeves will be applied to the sense body coil (sbc) through fco781 00437. Further contributing factors were found to be the high sar scans administered and the fact that the patient was obese, which might hamper the patient¿s thermoregulatory capability. Currently the fco for the sbc on the site is implemented. A situation as occurred in this case should therefore not occur again. Device problem code: c62855. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.